Manufacturer narrative:
See medwatch 2032227-2014-52578 for reservoir information.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. No trace of moisture found at the electronic or motor assemblies and no cosmetic damage noted per visual inspection.

Event description:
It was reported that the customer's reservoirs were leaking which caused fluid damage to his insulin pump. His blood glucose level was 322 mg/dl, and he treated with a bolus. The customer stated he had six reservoirs leak in a row during the week in his insulin pump. He said they would work for a couple hours then begin to leak. The customer stated that there was fluid under the lcd display of his insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.